Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08730 inches. No excessive no delivery alarms noted. No unexpected motor noise during rewind was noted. The motor was tested outside the device and passed. Device received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that patient was hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 222 mg/dl. The customer did experienced the symptoms such as vomiting, abdominal pain, difficulty breathing, disoriented. The customer was treated by bolus with manual injection, insulin drip. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will be returned for analysis.